Event description:
It was reported that the atrial exhibited low pacing impedance. The atrial lead was explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient was in stable condition throughout the procedure.